Event description:
The customer received blood glucose readings of 40,50mg/dl and lo from the contour. He felt weak and his eyes were blurry. The following morning he received a blood glucose reading of 348mg/dl from the contour, retested on a different meter and the reading was 146mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.